Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The patient was diagnosed with silent ischemia underwent cardiac catheterization. A non-target lesion located in the 1st diagonal was treated prior to the target lesion. Following successful treatment of the non-target vessel, attention was turned to the target lesion located in the ramus. The ramus was pre-dilated once with a 2.0x12mm maverick 2 rx which resulted in a dissection and occlusion of the target vessel. The patient became hypotensive and was treated with medication. The patient did not receive a study stent and the area was further treated with the 2.0x12mm maverick 2 rx with 90% residual stenosis. The patient had complaints of chest pain procedure, with cardiac enzyme elevation consistent with protocol definition of mi. The patient was discharged two days post procedure on aspirin and clopidogrel. The patient is recovering and the events are resolving.